Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a failed battery alarm and then a weak battery alarm. Customer's blood glucose was 211 mg/dl. After troubleshooting for failed battery alarm, insulin pump did not turn on. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to confirm self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm failed battery test and weak battery alarms due to blank display. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.